Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 09-oct-2022, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 09-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively the patient's implantable neurostimulator (ins) chest pocket was showing signs of erosion. The original ins was explanted along with the extensions. There were no issues with the functionality of the original ins and extensions. The extensions and ins were replaced, with the ins placed in the left abdominal region. The issue was stated to be resolved at the time of reporting. Additional information was received 2020-02-25 from the manufacturing representative. It was stated unplanned tunneling due to the discovery of pocket erosion had been carried out during the procedure. No external/environmental/patient factors that may have caused or contributed to the pocket erosion issue were known. The procedure was not initially planned as a normal device replacement.